Manufacturer narrative:
(B)(4): siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied.the instrument is performing within specifications.no further evaluation of the device is required.

Event description:
The system sample barcode reader on the advia centaur xp analyzer misread one patient sample. The patient sample ID (sid) that was transmitted to the laboratory information system (lis) differed from the sample ID on the sample tube. The sid was (B)(6), which the system reader read incorrectly as (B)(6). The system then ran the assays that had been ordered for the actual sid (B)(6). The sid misread was caught in the laboratory before results were reported out. The results were not reported to the physician. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcode.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse evaluated the instrument and could not find any mechanical problem with the barcode reader. The fse scanned the sid that had been misread approximately twenty times, and it read correctly each time. The sample tube was then sent to the siemens site in (B)(4) to have the sid tested. The label was inspected, and it had a poor quality print. The operator's manual recommends that labels be grade a or b quality, and this label was grade c. The operator's manual also recommends use of a check digit with the barcode, and this label did not have a check digit. However, the sid misread issue could not be reproduced on a system in (B)(4). The cause of the sid misread is unknown. The instrument is performing within specifications. No further evaluation of the device is required.